Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 421 mg/dl, which was treated with a manual injection. Blood glucose level near the time of the call was 222 mg/dl. During troubleshooting, the customer stated that there was a greater than normal amount of resistance with plunger pushes. Customer was instructed to change the infusion set and reservoir. The customer was advised that the reservoir would be replaced but did not return the product for analysis.